Manufacturer narrative:
Rod side hydraulic hose.

Event description:
It was reported by service report that the rod side hydraulic hose coming from the hydraulic sub-assembly is leaking fluid. No pt involvement or adverse consequences are reported.